Event description:
Information was received indicating that a smiths medical cadd administration set was infusing 161mls out of a 500ml bag but a residual volume of 50mls were left. There were no reported adverse effects.